Event description:
It was reported that during an orthopedic procedure, the device jammed and there were partially formed staples in the device. It was not reported how the procedure was completed. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was received with insufficient cartridge weld. Even though the nose weld was not sufficient, the device was tested for functionality and it fired the remaining staples as intended. The cartridge weld is directly related to the cartridge gap. The cartridge gap is crucial for staple formation. When the cartridge weld is not sufficient the gap will be larger than optimal and staples will not hit the anvil correctly and in some cases bypasses the anvil resulting in unformed staples. The appropriate engineering personnel have been notified of this incident. A batch record review was performed and no anomalies were found during the manufacturing process.